Manufacturer narrative:
(B)(6) no longer applies to this event. Sex unknown no longer applies to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the treatment for the adverse event was that the drug was discontinued, and the device was removed. It was reported that the causality of the event was related to the pump and catheter, not related to the drug, and unknown if related to the programmer and surgical procedure. It was reported that the patient had a fever from (B)(6) 2017. On (B)(6) 2017, the patient visited the hospital. The catheter was found to be exposed and the dosage of baclofen was reduced. The removal operation was performed on (B)(6) 2017. It was reported that the physician considered that high fever was caused by infection. No further complications were reported and/or anticipated.

Manufacturer narrative:
Other relevant components include: product ID neu_unknown_cath, lot# unknown, product type: catheter. (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via daiichi regarding a patient who was receiving gabalon with an unknown concentration and unknown daily dose via an implantable pump for spastic paralysis. It was reported that on (B)(6) 2017, there was a suspected pump infection and an exposed catheter. It was reported on (B)(6) 2017 at 11:00 there was a contact from dr. (B)(6) of neurosurgery department of (B)(6) hospital regarding suspected pump infection in the abdomen and the catheter exposed in the back. The physician asked how to reduce the dosage of baclofen infusion for removal of the pump. A daiichi representative advised the physician to reduce the amount within 20% per day, and to perform an explant procedure when the dosage was reduced to the starting dose of 50 mcg and remove the pump as quickly as possible to avoid a risk of meningitis. The physician reported that since the patient's condition was stable, the physician would take further actions after reducing the dosage. The physician was asked to report further information later and the conversation between the physician and the daiichi representative via the phone finished. The physician said that after the physician talked about the event to the patient, the pump and the catheter would be probably replaced. The classification of severity of the event was reported as 3 (serious). It was reported that the causality of the event was not related to the drug or programmer and unknown if related to the catheter, pump, or surgical procedure. The outcome of the event was reported as unrecovered. No further complications were reported and/or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the implant date and explant date are unknown. The pump and catheter serial numbers are also unknown. It was also reported that the patient outcome was unknown. It was reported that it was undetermined if there were any contributing factors that led to the event. It was noted that the device was not going to be returned as it was discarded. No further complications were reported and/or anticipated.